Manufacturer narrative:
The customer biomed stated that they were not at the information center ix as the device is remote from network closet so trouble shooting could not be done at the time. The remote service engineer (rse) provided the following trouble shooting instructions to help diagnose/resolve the issue: 1. Connect a known good speaker directly to the pc audio card to validate audio. 2. If no audio and a spare pc is available swap out the card. 3. If no spare audio kits, then order the following parts numbers. The rse provided trouble shooting instructions to help diagnose/resolve the issue. The customer is taking responsibility for servicing the device. No additional information was provided. The customer has been notified to contact philips for any follow up.

Event description:
It was reported that a picix was not emitting sound. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The initial report was incorrectly sent as not complete, the report should have been a complete report. No additional information has been received.